Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device failed power check with test bench as the trigger on the device intermittently jammed. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was further observed that the wires on the electronic control unit were damaged and internal components were worn. The assignable root cause was determined to be due to wear on components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.